Event description:
A malfunction was reported by the customer, who stated that the pump's screen was damaged and chipped, rendering the touchscreen unresponsive. Instead, the customer used a phone to control the pump. There was no reported impact on the customer¿s blood glucose level. The customer did not wish to troubleshoot the issues further.